Event description:
During review of the in-house programming and diagnostic history database, it was observed that high impedance was observed at an office visit on (B)(6) 2015. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. No surgical interventions are known to have occurred to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient patient¿s generator was explanted.

Manufacturer narrative:
B5. Describe event or problem; corrected information; supplemental MDR #1 inadvertently omitted information known prior to submission. F10. Adverse event problem - health effect - impact code; corrected data; supplemental MDR #1 inadvertently omitted information known prior to submission.

Event description:
The explanted device has not been received for analysis to date.

Event description:
Explanted generator received for product analysis. Analysis is underway but has not been completed to date.

Event description:
Product analysis on the generator was completed and approved. The pulse generator would not interrogate at the product analysis lab bench. Therefore, the system diagnostic test and final electrical test could not be performed. It was confirmed the battery was depleted to end of service normally. Other than the noted event (no communication), there were no additional performance, or any other type of adverse conditions found with the pulse generator.